Event description:
Reporter states, insert was snapped onto baseplate with a obvious toggle noted. An alternate insert available was implanted. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
The evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.